Event description:
Further information was received indicating the left ventricular (lv) lead was capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information received indicated that a system revision was attempted, however, was unsuccessful due to tissue fibrosis. The device was reprogrammed to resolve the event. Patient was stable and will continue to be monitored.

Event description:
During an in-clinic follow up, loss of capture due to a dislodgement was noted that the left ventricular (lv) lead. X-ray imaging was performed and confirmed dislodgement of the lv lead. It was suspected that the cause of the dislodgement was due to a change in the position of the device. No intervention has been performed at this time to resolve the event. The patient was stable and will continue to be monitored.